Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: after admitting him, I hung a bag of unasyn. When it was done, the IV pump began beeping loudly. I took it down and hung his continuous fluids. About two hours later, the IV pump began beeping loudly. "Downstream occlusion", because of air in the cartridge. I clamped the tubing and opened the pump door. It beeped loudly. I restarted his fluids and y-sited IV tylenol. 15 minutes later the IV pump began beeping loudly. I stopped the tylenol. About an hour later, the IV pump began beeping loudly. "Downstream occlusion", because of air in the cartridge. I clamped the tubing and opened the pump door. It beeped loudly.